Event description:
It was reported that during a shoulder arthroscopy procedure, the physician ((B)(6)) was utilizing an ambient super turbovac 90 with integrated finger switches. Intra-operative, the electrode screen located at the distal end was lifted and bent nearly breaking off. The wand was immediately removed from the surgical site. No patient complications were reported as a result of this event, however, details regarding how the procedure was completed and if there was a significant procedural delay were not available.